Manufacturer narrative:
One 8.5f swartz braided transseptal introducer sheath was received for evaluation. The dilator was also returned. The sheath hemostasis hub had been fractured and detached from the sheath body tubing. The fractured and detached sheath hemostasis hub was confirmed to be a manufacturing related issue.

Event description:
During the atrial fibrillation ablation procedure, when sheath was inserted, the hub and side port came off. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.